Event description:
The customer stated that his blood glucose was tested using his contour meter and the reading was 220 mg/dl. His glucose was retested using another meter and that reading was 105 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The strips are to be returned for evaluation. Replacement test strips were sent to the customer.